Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had full black screen on insulin pump. The customer¿s blood glucose level was 221 mg/dl. Advised the pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to back up plan as the insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm missing segments/partial or black display and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.